Manufacturer narrative:
(B)(4). Evaluation- the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
It is alleged that "[pt] received a gunther tulip filter on (B)(6) 2015 at (B)(6)." It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 10/10/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2015 via the right common femoral vein due to bilateral popliteal dvt and subdural hematoma/contraindication to anticoagulation. Plaintiff is alleging acute coronary syndrome.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating (acute coronary syndrome). It is unknown if the reported (acute coronary syndrome) is directly related to the filter and unable to identify a corresponding failure mode at this point in time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that "[pt] received a gunther tulip filter on (B)(6) 2015 at (B)(6) hospital in (B)(6)." It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.